Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The pump tubing was cut down to the pump block and the tubing was not returned for analysis. The pump passed the leak test and did not pass the activations tests. Analysis of the device did not confirm the reported event related to tube hole/perforated but did identify a pump malfunction.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the tubing connecting the pump and cylinder. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the tubing connecting the pump and cylinder. No patient complications were reported.